Event description:
Pt underwent cataract surgery on 03/08/99, and implantation of a staar model aa-4302vf intraocular lens in the left eye. During the insertion process the cartridge "cracked" and tore the capsule. The lens ejected fast, vertically and uncontrolled. The surgeon removed the lens, performed a vitrectomy and implanted another lens. Preop vasc was 20/80, and pressure was 14 mm. One day postop vasc was 20/70 and pressure was 10mm. Eight-day postop vasc was 20/60+2 and pressure was 26mm. Prognosis is "pretty good, she seems to be healing well so far." Ocular medications include tobradex.